Event description:
On 26-nov-2020, intuitive surgical, inc. (Isi) became aware of the general thoracic and cardiovascular surgery article titled, ¿is left-side davinci procedure challenging? Initial experiences of a single institute.¿ within the article, the following is noted: case #3 involved a 69 year old male patient with stage 1b cancer who underwent a da vinci-assisted left upper lobectomy procedure on an unspecified date. The cause of the conversion per table 3 in the article was an ¿injury of pa¿ (pulmonary artery). ¿in case 3, when dissecting the arterial branch to the apico-posterior segment of the left upper lobe, the root of the branch was injured and the surgery was converted to open thoracotomy.¿ there is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred in relation to the reported event. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred in relation to the reported event. An instrument log review of the product related to the complaint cannot be performed at this time because of insufficient product information. No image or video clip for the reported event was available for review and no products are expected to be returned for evaluation. If additional information is received, a follow-up MDR will be submitted. This event is being reported due to the following conclusion: during a da vinci-assisted left upper lobectomy procedure, when dissecting the arterial branch to the apico-posterior segment of the left upper lobe, the root of the branch was injured and the surgery was converted to open thoracotomy. The cause of the conversion per table 3 in the article was an ¿injury of pa¿ (pulmonary artery). The following details were unknown: the specific instrument(s) involved with the event. It was unknown if there was excessive blood loss, what the estimated blood loss was, and/or if a blood transfusion was required. It was unknown what specific medical intervention was performed after the conversion to open surgery. The patient¿s current status was unknown. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The event date is unknown. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.